Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced both the system controller and user interface pcb assemblies and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that upon powering their device on, it would not complete the initial self-test and would reboot constantly on its own.  As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic), designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure.